Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported at 0622 morphine 0.9ml dose (0.04 mg/kg/hr.) Was programmed to infuse at a rate of 0.17ml/hr. At 0951 a bolus was programmed (0.1mg/kg; vtbi: 5ml; duration: 15min) at a rate of 0.007mg/kg/min. At 0954 the device alarmed for patient side occlusion, the nurse checked the IV set and found it was clamped. It was reported that the patient did not receive morphine since 0622.there was no report of patient harm however a delay in the infusion. The events occurred in nicu.